Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and neither implanted nor explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken maintenance, inspection. The device has been serviced and functional testing has been performed in accordance with the service manual 511.701. During the pre-repair diagnostic assessment the service technician identified the following failure: reverse locking mechanism blocked, left trigger not active, both handgrip positions broken and bearing worn-out. The probable root cause of the event was determined to be normal wear. The device was returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the compact air drive was sent in for an evaluation and repair. It was also reported that the device would not switch to backwards running, therefore, it does not function. This report is 1 fo 1 for (B)(4).